Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance (sli) measurements. Boston scientific technical services (ts) discussed trouble shooting measures. The local boston scientific field representative reported that the lead was thought to have been damaged during a procedure to place a left ventricular assist device (lvad). The patient is awaiting heart transplant. At this time, the system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.